Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set mainbody was damaged and leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification with broken occluder feet noted. Functional testing performed included leak testing, including underwater pressure test with connectors attached, clear passage test, and clamp function test. The reported issue of leak was verified. The leak was determined to be caused by the broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.